Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, the patient had one resolute integrity device implanted in the distal cx and one resolute integrity device implanted in the lad. It was reported that after the procedure the patient was still in a difficult condition and remained on intra-aortic balloon pump and catecholamine. It was reported that arrhythmia (af) developed with aggravation of bilateral pleural effusions this was followed by multiple organ failure. Eight days post index procedure, the patient died from cardiac arrest. The investigator has indicated that the event is not related to the device. Cardiac arrest was as a result of bradycardia which had been triggered by ventricular tachycardia. The death was associated with an mi. Cec assessed the death as cardiac death. Cec have adjudicated that the death was not related to the study device.